Event description:
It was reported that the procedure was to treat a 75-90% stenosed lesion in the mid right coronary artery (rca). No pre-dilatation was performed. After placement of a 5-french non-abbott guiding catheter and a balanced middle weight (bmw) universal ii guide wire, the 3.5x23mm xience xpedition stent delivery system (sds) was successfully advanced to the target lesion and the stent implant was deployed at 18 atmospheres (atm). Reportedly, negative was not pulled to deflate the sds as required in the instructions for use (IFU). Reportedly, neutral pressure was applied and during withdrawal of the sds, resistance was met the with non-abbott guiding catheter; therefore, all devices were removed as a single unit. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balanced middle weight (bmw) universal ii; guide cath: launcher al 0.75 (5-french). (B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to remove the device from the guiding catheter was confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for this lot. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: deflate the balloon by pulling negative on the inflation device. Based on the reviewed information, no product deficiency was identified.